Manufacturer narrative:
Initial.

Event description:
It was reported that insulin dosing from the ilet stopped on multiple occasions when the user ran out of insulin overnight, resulting in prolonged high glucose above 300 mg/dl until a supply change was performed and glucose subsequently normalized, and the device problem was attributed to an incorrect procedure or method with no specific device component implicated. Symptoms included headache, dizziness, and dehydration consistent with hyperglycemia. Outcomes included effects that could not be fully characterized. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the medical device problem was categorized as an improper or incorrect procedure with no applicable device sub-assembly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.